Event description:
It was reported that during an open roux-en-y the instrument was closed and fired. The staples at the distal end of the staple line did not form properly. There were no patient consequences.